Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did received two vessel sealer extend (vse) instruments. For the first vse instrument (lot number: k13231110-0141) failure analysis (fa) was performed and did not confirm or replicate the customer reported complaint. The instrument was placed and driven on an in-house system and passed the self-test homing. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. The logs show 17 seal events with 17 high initial starting impedance errors, indicating that the user likely tried to seal too thick of tissue, resulting in an error. The second vse instrument (lot number: k13231110-0030) fa was performed and did not confirm or replicate the customer reported complaint. The instrument was placed and driven on an in-house system and passed the self-test homing. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. The logs show 54 seal events with 54 high initial starting impedance errors, indicating that the user likely tried to seal too thick of tissue, resulting in an error. A review of the instrument log review was performed, and the following was confirmed: vse instrument (lot number: k13231110-0141) and (lot number: k13231110-0030), were last used on 4/05/2024 on system sk1020. Both of the instruments had 0 uses remaining after last use. Advance energy low review showed the digital signal processor (dsp) logs were not recorded for vse instrument (lot number: k13231110-0141). The master supervisory controller (msc) logs show some errors that do not seem to be related to the complaint. The e100 logs show qty 43 coag events with no errors and qty 241 seal events with qty 17 high initial starting impedance errors (which may or may not be related to the sticking complaint). The instrument was used for about 1 hour 32 minutes. Advance energy logs found no dsp logs for vse instrument (lot number: k13231110-0030). The e100 generator logs show 86 coag events with no errors, and 279 seal events with 54 high initial starting impedance and 1 ¿blank¿ errors. The instrument was used for 2 hours 32 minutes. The msc logs show a few erbe energy activation halted errors, that don¿t seem related to the complaint. The tissue sticking could likely be due to excess bio-debris buildup between the jaws.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, bleeding occurred as a result of tissue sticking on the vessel sealer extend (vse) instrument jaw. The instrument had been in use for 30 minutes, when the tissue sticking issue and subsequent bleeding occurred. The amount of blood loss, any interventions taken to resolve the issue, the procedure outcome or the patient's status are all unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has not received the vessel sealer extend instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. System and instrument log reviews could not be performed due to insufficient information provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
B5: it was reported that during a da vinci assisted pancreatoduodenectomy procedure, bleeding occurred as a result of tissue sticking on the vessel sealer extend (vse) instrument jaw. H10: intuitive surgical, inc. (Isi) did receive vse instrument to perform failure analysis (fa), and did not confirm or replicate the customer reported complaint. The instrument was placed and driven on an in-house system and passed the self-test homing. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. The logs showed 17 seal events with 17 high initial starting impedance errors, indicating that the user likely tried to seal too thick of tissue, resulting in an error. A log review showed the instrument was used for about 1 hour 32 minutes.